Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 4 months after three dental implants were installed in intraoral regions #5, #6 and #9 it was verified their non-osseointegration. A 35 ncm of primary stability was achieved and immediate load was not executed. The patient presented insufficient bone quality/quantity (bone type ii) and bone graft was executed.